Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: hypotension, left facial droop, left sided weakness and dysphagia. Time of symptoms/ae: after the procedure. It was reported that a patient had an uneventful revascularization stenting procedure in a mildly calcified left internal carotid artery. The lesion was reported as 25mm in length that required three stents to cover the target disease segment. Reportedly, after the procedure, the patient developed symptoms of left facial droop, left sided weakness, dysphagia and hypotension. The patient was treated with dopamine, phenylephrine, IV drips and withholding antihypertensive medications. The symptoms improved during the hospitalization but at the time of discharge to a skilled nursing facility five days later, they had not completely resolved. On the 30 day follow-up visit, the neurologist evaluated the patient and reported that the symptoms had completely resolved. The patient did not report any new problems or symptoms. Though requested, no additional information was available. Study event.